Manufacturer narrative:
The technical service engineer at sakura fintek (B)(4) reviewed the log files from (B)(6) 2020 to (B)(6) 2020, found no issue with the instrument after the pm was performed on (B)(6) 2020. The pictures of the blocks were provided by user suggested a presence of water in the system, which causes improper dehydration of the tissues and distinctive acetic smell. After an interview with the subject local sakura engineer who performed the pm, it was concluded that the cause of this event was a human error; during the pm, he cleaned the lines only with water, instead of water, alcohol and the xpress reagent, 3 cycles with each, respectively. The local sakura engineer went back to site on (B)(6) 2020 to reclean the instrument with a new reagent set to remove any trace of water. The instrument was verified to run correctly and produce the expected quality results.

Event description:
Sakura finetek (B)(4) was notified of an incident on (B)(6) 2020, which occurred in (B)(6) on (B)(4) 2020 with the x120 instrument, ser# (B)(4). User stated that the instrument had a preventive maintenance (pm) on (B)(6)2020 by a local sakura engineer. Since then, they had issues with tissue blocks. Technicians managed to make slides, however, pathologists were not able to read them as the tissues inside the blocks looked burned and smaller. The cell's nuclei had a dark blue/purple color and they were not able to distinguish any details on it. User also noted a chemical odour in the blocks. As a result, 293 tissue specimens/cassettes were lost, related to 117 patients. Re-biopsy was required although it was not reported by user how many patients had re-biopsy.